Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. It was removed from the patient body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The exoseal was used as per the instructions for use (IFU). The visual indicator window changed to black-black. The procedure was completed. A 6f non-cordis sheath was used. The procedure was an endovascular therapy (evt) case with an antegrade approach made from the femoral artery. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. It was removed from the patient body. Hemostasis was achieved by manual pressure. There was no reported patient injury. The exoseal was used as per the instructions for use (IFU). The visual indicator window changed to black-black. The procedure was completed. A 6f non-cordis sheath was used. The procedure was an endovascular therapy (evt) case with an antegrade approach made from the femoral artery. Additional information was requested but not provided. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿deployment lever (button) frozen/locked¿ could not be confirmed. Procedural and handling factors may have contributed to the reported event, as antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. No preventative or corrective actions will be taken at this time.